Event description:
It was reported that pump did not hold a battery charge while customer sought a loaner pump and evaluation for a replacement through insurance. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and follow-up, so technical support documented event, noted that pump data logs were not available beyond a previous upload, and closed case without additional actions.